Manufacturer narrative:
In the absence of the returned product, the manufacturer conducted a documentary review: product sold to this facility met their specifications per documentary review. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2020, patient underwent placement of an angiodynamics xcela port catheter device, model number h965451190, lot number 145022. The device was implanted by dr. (B)(6) m.d., (B)(6) hospital, in (B)(6), for chemotherapy administration. On or about (B)(6) 2020, patient presented to (B)(6) hospital for a port catheter check. Fluoroscopic imaging was performed and revealed fibrin sheath and a hole in the mid-catheter. Patient's medical team determined that the xcela required removal. On or about (B)(6) 2022, patient's port was removed by dr. (B)(6), m.d. (B)(6) hospital.